Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a male patient with a history of drug use, an amputated leg, and numerous hospitalizations (causes unknown), underwent an interventional coronary balloon angioplasty and stent implantation procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. An unknown amount of heparin was used peri-procedure. Following the procedure, the radiology technologist (rt) who is trained to the mynx procedure, chose to use the mynx device for femoral arterial closure. Post deployment, the patient had slight oozing while on the table and 5 minutes of pressure was held over the access site. The patient tolerated the procedure well and was ambulated and subsequently discharged to home the same day. On (B)(6) 2011, the patient presented to the physician's office with what appeared to be a pseudoaneurysm (psa) at the access site. Reportedly, a femostop was applied, however, it was reported that the patient's blood pressure dropped to the 60's (systolic) mmhg. The patient was sent to surgery to evacuate the psa. The surgeon performed a cut down and stitch procedure and in addition, the patient was given a blood transfusion (number of units unknown). The patient stayed overnight in the hospital per standard protocol. He was ambulated and discharged to home the following day without further clinical sequela.